Manufacturer narrative:
One vial of test strip lot 430020-11 (24 str; vial no. 280128) containing 1 test strips was received from the customer. The test strips and vial showed no defects. One strip seems to have been inserted into the meter several times. Strong vertical abrasions are visible on the gold side. The returned test strip was measured on reference meters with a high-level control sample: control sample lot 455 699 00. Specified target range 2.7-3.3 inr (±11.5% around the lot-specific target value of the complained test strip lot/control lot combination). Customer strip: test 1: 2.9 inr retention strip: test 1: 2.9 inr test 2: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." From the information provided, the blood was drawn venously with a syringe and then the blood was applied directly to the test strip. After the blood was drawn, blood was not squirted 3-4 times out of the syringe but was applied directly to the test strip. According to product lableing, the first 4 drops should be discarded.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 4.6 inr. The result from a laboratory using an unknown reagent was 2.6 inr. The therapeutic range was 2.0-3.0 inr.